Manufacturer narrative:
Colonic ftrd was used to treat a lesion in the transverse colon. The instruction for use states that clip deployment needs to be verified before tissue resection. The clip deployment was not verified by the user before tissue was resected. The resulting perforation was closed by laparoscopic surgery and the patient recovered. The device in question was discarded by the hospital and not available for technical analysis by us. The review of the lot-based production related quality records showed no anomalities that would raise suspicion of technical malfunction of the device. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".

Event description:
It was reported that colonic ftrd was used for the treatment of a lesion in the transverse colon. Clip application was not verified before tissue resection. The resulting perforation was closed by laparoscopy. After postoperative care the patient recovered well.